Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and determined that the batteries were showing full charge. Fse was able to notice error codes 111 & 112 in logs. The issue was solved by re-seating the coiled cable and executive processor. The fse left the iabp running overnight over 12 consecutive hours, no alarms and no shut downs occurred. The fse performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by a customer that while taking a patient off from a cardioisave intra-aortic balloon pump (iabp) the unit shut down. The customer requested service for the unit while reporting the complaint. No patient harm, serious injury or adverse event was reported.